Manufacturer narrative:
H6: code 213- seven images (jpegs) submitted for evaluation, only 1 image is an x-ray, shown below. The image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. Images received via (email) with no patient identifier or date of acquisition in image. Images provided do not allow for evaluation in relationship to this event. Evaluation of the returned product indicates damage to the endoprosthesis and deployment line. The endoprosthesis was returned fully deployed. The entire device was returned. The deployment knob is not attached at the hub. Deployment line: returned in two pieces, one attached to the deployment knob and one attached to the endoprosthesis. Length: 116.6cm measured from deployment knob to the line break and an 8.5cm remnant attached to the endoprosthesis. Zipper: completely deployed. Distal shaft: appears unremarkable. Dual lumen: appears unremarkable.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was to be implanted with a 8mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface(viabahn device) to treat renal aneurysm. When the viabahn device expanded half, the deployment line got stuck. Then the physician pulled out the deployment line slowly without excessive effort. During pulling, it was found the viabahn device was pulled to femoral artery and a part of deployment line was still on the stent. Finally, the physician cut down the femoral artery, and removed the stent and attached deployment line out of patient. The deployment line wasn't broken, however a part of deployment line was turned into a thin thread. The physician believed that the viabahn device was fully expanded during the process of pulling. Another viabahn device with same size was used to complete the procedure. The patient tolerated the procedure.